Event description:
It was reported that the jaws of a laparoscopic electrical instrument would not open during a surgical procedure.

Manufacturer narrative:
Final investigation showed that the device locked by itself when the jaws were closed and did not open readily. The jaws locked without pressing the button to activate the lock. The jaws could be unlocked by pressing the unlock button on the operating handle. After unlocking the jaws twice, the device operated as intended.